Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. To report uneven, lower suction while using the purely yours breast pump. This issue resulted in decreased milk output. Customer uses this breast pump exclusively but reports the pump does not effectively drain her breasts. Customer was diagnosed with left breast mastitis on (B)(6) 2014 by her health care provider and prescribed oral antibiotics to resolve infection. Customer states the infection is resolved within 2 days.